Event description:
It was reported to hamilton medical ag that the user was about to move a patient from a hamilton-c6 (pcv+) to a hamilton-t1 (pcv+) for transportation. They were using the pn260167 circuit and performed the preoperational tests successfully. When switching ventilator and after some breaths, the hamilton-t1 alarm expiration blocked. They switched back to hamilton-c6 and replaced the breathing circuit to a new one from the same lot. Same issue. They removed the single use expiratory valve and mounted the reusable one. They performed the preoperational tests and then moved the patient to the hamilton-t1 and it worked fine. No alarms. The patient were able to proceed with the transport. No adverse health consequences or patient impact were reported.

Manufacturer narrative:
Hamilton medical reference number: (B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260167 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.